Manufacturer narrative:
Continuation of d11: product ID 3889 lot# serial# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient confirmed that the device that was removed was the trial device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens). Caller mentions that when she had the trial device inserted her symptoms were being controlled for about three weeks, but then she noticed the incision site was swollen and felt weird. She woke up sweating, had a low grade fever and the implant site had a big lump. Caller stated she was running a low grade fever so she went to the hospital and said that area was infected. Caller stated she got transferred to another hospital because the first hospital didn't know what device she had. Caller mentioned the device was removed but they left the lead in her body at this time so the surgeon that inserted the trial lead could also removed it. Caller mentioned that she was rushed in to surgery for this issue . Caller stated that this issue happened about 8 months ago and waited until that was clear and covid-19 slowed down to get the ins fully implanted. Patient got implanted on tuesday, (B)(6) 2020. No further complications were reported.